Event description:
It was reported during an emergency room visit that the right ventricular lead exhibited a loss of capture due to high capture thresholds. The lead was explanted and replaced. The patient was asymptomatic and stable.